Event description:
Lawsuit alleges that following surgery in january 2004 to implant dorsal column stimulator system the lead migrated causing it to be out of position. The lawsuit alleges the lead was not the correct length and the correct connectors were not available which caused the lead to migrate. The devices were replaced but not sent back to the manufacturer for analysis.